Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was crashed and could not open the application. A field service engineer found that the error was confirmed based on the message displayed on the screen and the pyxis technical support center was contacted, who recommended re-imaging the station and ordering a part kit. Station details were retrieved, the cabinet was powered off, the e-drawer was unlocked, the hard disk was replaced with a pre-imaged disk, and the cabinet was powered back on. The boot-up process was completed, required configuration details were entered, network connectivity and remote support services functionality were verified, and final settings including database synchronization and french language installation were completed with technical support center assistance. Logged in hardware testing application mode and verified cubie configuration. Cubie lid mechanisms were broken then fse replaced cubie using a unit provided by the pharmacy technician, functionality was verified, and all tests passed, confirming the cabinet was fully functional. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system was crashed and could not open the application. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.